Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d9, g3, g6, h2, h3, h6, h10, and h11. Reported event was unable to be confirmed due to limited information received from the customer. Visual examination of the returned tibial tray identified signs of use (nicked, gouged, micro motion) and bone cement remains. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined for the loosening. A summary of the investigation has been sent to the complainant. Regarding the infection: during the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent a right knee revision approximately seven years post-implantation due to pain, loosening, and possible infection. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10 medical devices: nexgen cruciate retaining (cr) femoral component option size e right catalog#: 00596601502 lot#: 63023819 articular surface regular constraint size green/c-h 10 mm height catalog#: 90597004010 lot#: 63211988 g2 foreign source: united kingdom customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.